Manufacturer narrative:
The button error alarm and no button response were due to corroded keypad traces. The pump was received with scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window at the top and bottom right side. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 493mg/dl. The customer treated with manual injection. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.